Manufacturer narrative:
(B)(4). Date sent: 06/18/2021. D4: batch # u5f05e. H6: component code = others (g07). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device (a) was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device open and close as expected and it was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Also, the knife returned without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the knife did not return to home position, or the device could not be opened after the firing. The target tissue was pulled out from the device from the side to release the device. The device was used for the anastomosis for the small intestine and the colon. Another device was used to cut the small intestine. Another device loading another cartridge was used to cut the colon, but the half of the staples were not deployed, so the device was replaced to fire again. There were no adverse consequences to the patient. The procedure was not converted to an open procedure. The device functioned with no problem before the firing. The patient¿s condition is stable.